Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump prep the modular piece would not screw down. There were not any evident broken pins or damage. The modular piece was swapped out and all worked well after that. The equipment would be sent back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable, lot number 7837815, confirmed the reported connection difficulty; however, a specific cause for this finding could not be conclusively determined through this evaluation. The modular cable was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The areas around the pins did not show any evidence of fluid ingress. The inline connector o-ring was properly seated within its groove. The inline connector o-ring, screw threads, and contact block were examined under a microscope. Visual examination was inconclusive for any damage that would have contributed to the reported event. The modular cable was connected to a test pump cable in an attempt to reproduce the reported connection difficulty. It was initially difficult to fully insert the test pump cable; however, the screw ring was able to be torqued down, cover the yellow line, and secure the connection. The reported connection difficulty was confirmed; however, a specific cause could not be conclusively determined through this evaluation. It should be noted that after cycling this test connection multiple times, inserting the pump cable became easier. Upon further inspection, the o-ring of the modular cable inline connector had become frayed. A correlation between this finding and the original difficulty inserting the modular cable could not be conclusively established through this evaluation. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped in the implant kit for (B)(4). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5 "surgical procedures" also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this section warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. No further information was provided. The manufacturer is closing the file on this event.